Manufacturer narrative:
Block d2b: lgw, qrb. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient had high impedances on the right spinal cord stimulator (scs) lead and there was also lead migration noted. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted devices were not returned per facility policy.